Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that restenosis occurred. In (B)(6) 2013, the patient presented due stable angina. Subsequently, the index procedure was performed. The 95% stenosed, 30x3.0mm , de novo, concentric, type c, diffused target lesion was located in the proximal circumflex (cx) artery. The lesion was treated with pre-dilation and placement of a 3.00x32mm promus element¿ plus stent at 20 atmospheres, resulting in residual stenosis of 0% with timi 3 flow. Three days post procedure, the patient was discharged from hospital. In (B)(6) 2014, the patient presented with coronary restenosis in the mid circumflex (cx) artery. The physician performed percutaneous coronary intervention (pci) and medication was also given to patient. Ten days post procedure, the event was resolved.